Manufacturer narrative:
Although requested, no additional information about the patient demographics were provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the nurse was able to override the telemetry profile guardrail on the pcu and changed the volume to be infused (vtbi) when programming the meropenem 2gm/50ml to infuse over 30 minutes as a peripheral infusion. The patient had previously received 9 doses prior to catching the programming problem. The telemetry profile guardrail concentration for meropenem is 2gm/100ml; but the pharmacy sent the ordered concentration of 2gm/50ml which exceeded what is recommended for a peripheral infusion. There were two meropenem settings in the pcu telemetry guardrail settings. A pre-set one that was "meropenem 2gm/100ml" and just "meropenem" which enabed the nurse to program the drug amount and the diluent amount. The nurse initially selected the meropenem 2gm/100ml and when she selected the "next" button, the nurse was allowed to change the volume from 100ml to 50ml without a guardrail notice. This was the 10th and final dose for the patient and was discharged after the dose completed. The customer states there was no patient harm.